Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced severe hypotropia. The iol was explanted and exchanged for an unknown atiol following the initial implant procedure. Additional information has been requested and received stating that the lens was exchanged for a non company lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned wrapped in surgical gauzes. Solution was dried on the lens. The optic was cut into multiple pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified associated cartridge and handpiece with two non-qualified viscoelastics. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that lens with 17.0 diopter, add power +2.2 & 3.2 lens was replaced with a non-company extended depth of focus lens. The manufacturer internal reference number is: (B)(4).